Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had no image when used in combination with the telescope. The customer provided the procedure was a therapeutic transurethral resection of prostate and the procedure was completed. There was no malfunction on concomitant device. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the internal charge-coupled device may have failed due to a twisted camera cable. Therefore, it is likely that normal communication is not possible and the event of no images occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during preparation for use the subject device had no image when used in combination with the telescope. The customer provided the procedure was a therapeutic transurethral resection of prostate and the procedure was completed. There was no malfunction on concomitant device. No delay and no patient harm were reported by the customer.